Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, or change in connection with this complaint were recorded. This complaint is the second one with "edema" event for this batch. The sterilization cycle is registered as conform.

Event description:
Follow up: the healthcare professional reported symptoms resolved approximately 4 months after injection without any further intervention.

Event description:
Healthcare professional reported just under 3 months after injection with 1 syringe of juvederm ultra xc in the in the nasolabial folds and melolabial folds, the pt reported they are waking up with swelling in their face. The swelling varies in location from under the eyes, around the mouth, lips, and lower face. The pt was completely happy with the results until the swelling started. The swelling has not resolved. The pt was concomitantly injected with 1 syringe each of juvederm voluma xc in the cheeks and juvederm ultra plus xc in the nasolabial folds and melolabial folds. Pt was treated with a prednisone taper and doxycycline approximately 1 week after onset of symptoms. Symptoms have improved, but have not completely resolved. This is the same event and the same pt reported under MDR ID # 3005113652-2015-00391 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2015-00392 (allergan complaint# (B)(4)). The MDR is being submitted for the third suspect product, juvederm ultra xc, also a device manufactured by allergan.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported events as follows: warnings: "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting less than 7 days duration". Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising". Post-market surveillance: 'the following adverse events were received from postmarket surveillance for juvederm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticarial, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar". "Serious adverse events have infrequently been reported for juvederm ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain". "The onset of edema generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaid's, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, edema resolved within a day to a month".